Event description:
Adverse event(s): "way off targets" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported having some patients that were "way off targets" following intraocular lens (iol) implant surgery. In a follow up phone call, the surgeon reported she had only one patient that ended up with more myopia and residual cylinder. The surgeon reported no secondary procedures were planned. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/30/2010, 05/06/2010, and 05/21/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).